Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no performance issue with the ipg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate was over 100 bpm and they were experiencing discomfort in the throat. The patient queried correlation to use of a magnetic mattress pad. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.